Event description:
Per the surgeon's report, this pt's device was explanted in 2007, due to a skin flap infection that was present for 3 mos. The pt will be reimplanted with a new device in 3 to 6 mos within that same year.